Manufacturer narrative:
Investigation: due to the circumstances that the devices are not available an investigation at the implants is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: due to further experiences the mentioned failure is most probably patient, respective user related. Rational: a root cause for this failure could be a bad bone condition of the patient. In the IFU is clearly mentioned: do not use in the presence of: acute osteoporoses or osteomalacia. Another root cause could be a wrong preparation of the bone bed by the surgeon. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that patient was suffering pain in rehab clinic revision due to periprosthetic fracture. Original surgery date reported as (B)(6) 2016. Revision surgery date reported as (B)(6) 2016. Components in use concomitant devices are: nu215t - excia t plasmapore 12/14 size 15mm. Nv054t - plasmafit poly size 52mm I. Nk561d - biolox delta prosth. Head 12/14 32mm m. Nv205e - vitelene insert I 32mm sym.